Event description:
Event description cpi received information that this endocardial lead was removed for a sensing problem. An invasive procedure was performed to cap this lead, the physician elected to replace the implantable cardioverter defibrillator (ICD) and implant new leads at this time.